Event description:
It was reported that the monopolar curved scissors instrument wire is broken and no pieces fell inside of the pt. No additional info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers and scissor grip. Half of the cable diameter is broken in each location and the pulley spins freely indicating that the cable broke under tensile loading. The other cables at wrist are not damaged. Engineering determined that the cable wear on pulleys and grip combined with high grasping force likely contributed to breakage. Engineering also observed the main tube has sections at the midpoint an proximal end with material removed. Damaged areas are parallel to main tube, but location of wearing is high. The damage area on proximal end is out of range of a cannula tip. Engineering concluded that the material removal may be due to a sharp internal bowl/tube interface, or from the customer's cleaning process. No other damage found. The endowrist instruments instructions for the (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from an other instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.